Manufacturer narrative:
Correction: please note that additional information received from the reporting manufacturer employee noted they became aware of the reported event on (B)(6) 2018; it has been updated as a result. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer employee reported the patient had experienced the recharging issue since beginning device use on (B)(6) 2018. It was noted that no actions had been taken to address the issue and that the patient was scheduled to meet with her doctor on (B)(6) 2018. The cause of the issue was not determined and the issue was not resolved as of (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer employee regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient recently had the ins installed. The patient mentioned that they have to recharge their unit every day and did not think it was acceptable. Patient was going to talk to their healthcare professional. No patient symptoms reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that a representative (rep) was meeting with the patient next tuesday. No further complications were reported.